Manufacturer narrative:
The reported event was addressed with phone support. The customer removed and reseated the endoscope to the endoscope controller (ec) to resolve the issue before calling the intuitive surgical, inc. (Isi) technical support engineer (tse) for support. The tse explained that if the issue persisted the customer would need to remove the endoscope, adjust it to 180 degrees, and disable the guided tool change feature. The system was working properly and no additional action was required as the issue was resolved. The probable root cause may be attributed to improper user setup, specifically related to the endoscope installation on the arm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope image was inverted. The procedure was completing as planned with no reported injury.